Event description:
It was reported to vyaire medical that the vela ventilator was alarming transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the exhalation valve diaphragm was installed backwards. The diaphram was re-installed and tests were ran in different settings with no errors. The unit meets all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.